Event description:
The electrode array of this patient's device reportedly showed an increasing number of open circulted electrodes. By mid-december 2005, the healthcare provider reported that all of the electrodes were non-functional. Explantation and reimplantation surgery is scheduled for january 2006.